Event description:
It was reported that the atrial lead had unacceptable thresholds. The lead was capped and replaced. Subsequently, the lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead in segments was returned, analyzed, and no anomalies were found. It was also noted that the proximal conductor had blood/body fluid (not obstructed), the outer insulation had cosmetic metal induced oxidation and environmental stress cracking, the outer insulation was breached cut, the outer insulation had a white substance, the outer insulation had a cosmetic depression, and there was apparent explant damage.